Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. After the shock, the myopotentials stopped, and the r wave was observed to be low. Technical services recommended in-office troubleshooting and consideration of x-ray evaluation. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. After the shock, the myopotentials stopped, and the r wave was observed to be low. Technical services recommended in-office troubleshooting and consideration of x-ray evaluation. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.